Event description:
A malfunction alarm was reported by a distributor in sweden concerning a pump assigned to a female customer. There was no reported impact on the customer¿s blood glucose level, as the specific level at the time of the event was unknown and the customer declined to answer related questions. The customer was informed that the pump needed replacement due to being within warranty, and was provided with instructions for returning the faulty pump. There was no further information available regarding the type of backup therapy the customer would use during the replacement process.